Event description:
An IV was initiated to deliver immunoglobulin g using the alaris pump. Nurse noted that approximately 30 ml had leaked to the floor from the tubing. On closer inspection, the nurse found the IV solution escaping from a slit approximately 12-14 inches down from the drip chamber. IV tubing was removed and replaced. No patient injury determined.